Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak, as the reservoir was found to be empty. The device was removed and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually examined; the cylinders were also functionally tested and the pump was leak tested. Holes from avulsion and fluid leaks were found in both cylinders. Regarding the pump, it did not pass the functional testing as the component did not pass the activation test. Based on the information available and analysis results, the leaks identified in the cylinders could have caused or contributed to the reported clinical observation of hole/perforated; additionally, the activation problems found in the pump could affect the functionality of the device.